Manufacturer narrative:
Investigation: photos were provided to aid in the quality engineers investigation. Thirty five samples were returned and found that a hole was on the tube of a returned sample, the septum was not closed after withdrawing. The complaint batch record number is 7019422, DHR was performed with no issues observed. The plant has received complaints for this in the past and has initiated a corrective action plan, CAPA#166486, for such. The root cause for the issue is the transportation as it is by air and the speturm may be exposed to direct sunlight during the airport waiting process. Due to this process, the product may also be subjected to a high temperature environment which can further cause the septum to age and decrease in elasticity so the split hole cannot close when the needle is withdrawn. Experimental testing of septums in hot of dry environments determined that the septum will age, losing its elasticity and ultimately failing to successfully close after cannula removal. In response to this event we have notified our contracted shipping companies, and recommunicated bd's expectations for the implementation of environmental controls, during shipment and storage of our devices.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was blood leakage at septum. There were three occurrences. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it was found blood leakage at septum, there were 3 same cases in one package.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system there was blood leakage at septum. There were three occurrences. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it was found blood leakage at septum, there were 3 same cases in one package.